Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation.

Event description:
It was reported that the device gets hot when using a bur. There was no patient impact or injury.

Manufacturer narrative:
(B)(4): is the device available for evaluation? Yes. Return date: 10/07/2015. Date manufacturer received: 10/09/2015. Product evaluation: service and repair could not verify customer¿s complaint of excessive heat. Performed pre-repair temperature test with and without a bur; the ambient temperature was 71.2 degrees f and after 1 minute of running the device the temperatures were t1-75.2 degrees f, and, t2- 75.6 degrees f. There was no fault was found with the drill. The item was cleaned, tested and passed all manufacturing specifications. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.